Event description:
It was reported that the patient underwent l5-s1 fusion surgery using rhbmp-2/acs and posterior fixation. The patient presented approximately 4 months post-operatively with swelling, back pain and leg pain. Tests were performed and confirmed no infection present. MRI looks "unusual" with a "funny looking collection of fluid." No further details were provided.

Manufacturer narrative:
Implant date: (B)(6) 2011. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.